Event description:
The customer called to report a blank display. The customer also stated that the battery compartment is very hot and the insulin pump occasionally vibrates. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement and self tests. However, the insulin pump had a blank display during the backlight test due to a broken solder joint connector.